Event description:
A pediatric pt was lowering the table while unattended by a medical professional and the foot switch was on the tables base and under the drawer. The table lowered to the point where the drawer pinned the pt's foot between itself and the base. The pt sustained an injury to their foot.

Manufacturer narrative:
It was found that the pt was using the foot control under the drawer section on top of the tables base while unattended. The tables users guide clearly states: "caution: be sure that all personnel and equipment are clear of the table before activating any function. Failure to do so could result in personal injury."